Manufacturer narrative:
Conclusion: this issue was resolved for the customer by zeroing the scale and checked for proper operation of the bed.

Event description:
It was reported via repair work order that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit was inoperable due to bed was zeroed with patient weight on it. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.